Manufacturer narrative:
(B)(4). Itc requested damaged 110v transformer. No product returned. Result: customer complaint could not be confirmed. Conclusion: transformer not returned. No conclusion can be drawn. Replacement universal power supply and power cord provided to customer. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports on avoximeter 1000e whole blood oximeter "they turned the instrument on, they were shocked and saw sparks". Customer had avoximeter 1000e whole blood oximeter checked by biomed and determined the adapter was malfunctioning. No report of serious injury, or administration of medical treatment. No injury report issued at facility.